Event description:
It was reported that the customer was treated by paramedics, due to a hypoglycemic seizure. The customer's blood glucose reading was 20 mg/dl at the time of the event. The customer stated that the insulin pump delivered the same bolus twice. However, only one bolus was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.